Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was returned to the manufacturer after being prophylactically replaced with no product performance allegation. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.